Event description:
A coil was returned to co with a report that this failure was similar to one reported previously. The previous report was that the coil broke during the procedure. No other info was available from the dr. Or dist.